Event description:
The patient later reported that the vns makes her feel "like she is having a heart attack." It was noted that the patient went to the ER several times due to this issue. The surgeon refused to explant the device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital due to an increase in seizures, and the patient's magnet was not stopping the seizures. It was reported that the patient was in the hospital due to an increase in seizures, and the patient's magnet was not stopping the seizures. No additional relevant information has been received to date.